Event description:
Device type: cochlear implant, external sound processor ("device"). Device manufacturer: advanced bionics (ab). Background: I received a cochlear implant and developed side effects (facial nerve stimulation) that rendered me unable to use the device. My audiologists made exhaustive attempts at reprogramming my device over the course of a year, during which I was unemployed and suffered greatly due to the side effects and reduced hearing quality. Limitations in programming protocols prevented my audiologists from successfully addressing the issue; my audiologists' efforts ultimately caused my side effects to worsen to the point where I was forced to completely stop using my device. I was only able to use my device again after I gained access to programming hardware/software, which enabled me to perform additional programming for my device at home. This allowed me to respond directly to auditory triggers of the side effects, which was not possible during my clinic visits. I have been using my own program, free of side effects, for the past 4 years. I depend on my own program to be able to use my device and hold a job. Issue at hand: the manufacturer of my cochlear implant (ab) is forcing me to upgrade to a newer device model but has refused to provide me with the updated programming software needed for me to safely use it. The newer device model cannot be programmed with the legacy ab software that I have been using for the past 4 years. Ab stated that until I upgrade to the newer model, they will not work with my insurance company on billing. This severely limits my access to the replacement parts, batteries, and accessories needed to sustain my ability to hear. Ab claims that they cannot provide me with the software due to FDA regulations, and that I must reach out to medwatch if I want regulations to change. I informed ab that I had previously received information from FDA dice that the FDA does not regulate software for my use case. Ab did not respond to my requests for clarification.